Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philip healthcare that the heartstart xl+displayed a "system failure-module deactivated" message. There was no patient involvement.